Event description:
Spontaneous report. Pt reports that when she puts syringe into pump, it pops out and will not stay in place. Pt was able to complete last infusion by manual administration, but needs a new pump for her next infusion on (B)(6) 2023. Pt experienced no clinical issues/concerns due to malfunctioned pump. Pump is available for investigation. No additional information provided. Serial number not provided. Reported to cvs/caremark by pt/caregiver.